Manufacturer narrative:
(B)(4).

Event description:
Customer reported bravo ph capsule failed to attach. There was no harm to the patient or user.

Manufacturer narrative:
(B)(4). Evaluation summary: one delivery system was returned to medtronic for evaluation. The delivery system was investigated for damage. The tip was broken.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the esophagus appeared to be normal. The device operator has been performing this procedure for five years. Lubricant was not used to facilitate capsule placement. No known adverse events were reported.